Event description:
The conact called in for help with the customer's meter. While troubleshooting, the contact performed normal control tests and had a result of 34 mg/dl. The normal control range is 78-113 mg/dl. The contact did not allege the customer experienced any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.